Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the provided trend data, acquired between (B)(6) 2020 and (B)(6) 2020 showed rv shock impedance with values between 50 and 59 ohms, before on(B)(6) and(B)(6) the values dropped intermittently onto approximately 15 ohms. The analysis of the provided iegm episodes revealed artifacts on the can to rv col channel. The analysis of the provided fluoroscopic images gained no further information. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that approx. 93 months after the implantation and shortly after the ICD change the shock impedance was too low. The lead was explanted and replaced.